Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's educator reported via phone call that their insulin pump had crack near act button and air bubbles in the reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that crack on case and act wont engage at all and she cannot bolus at all and big air bubble in reservoir. Customer was declined troubleshooting for air bubble. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be and reservoir will not be returned for analysis.